Manufacturer narrative:
The reported device has been returned to conmed for evaluation. However, the complaint investigation is ongoing. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of their facility that the 139104ext, ultraclean electrode, 1 inch blade,the insulation was easily removed after initial use during a double mastectomy on (B)(6) 2020. Scrub tech pulled the extended insulation off by accident when trying to adjust the electrode/plastic sheath on the ultra pencil. Additional information received stated; the electrode was used for roughly 45 minutes, the tech was adjusting the electrode by hand to extend the plastic sheath on the ultra pencil. Nothing fell into the surgical site, therefore there was no patient impact. The electrode was stored in the holster it comes with, the settings on the esu were 30cut/30 coag. Although there was no impact to patient, this is reportable due to previous reporting for this failure on this device impacting a patient. This report is being raised as device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 139104ext in original packaging. Lot number was verified. Performed a visual inspection, complaint could not be confirmed. There were no obvious signs of abnormalities or defects. The blue insulation would not pull off. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 21 complaints regarding 69 devices for this device family and failure mode. During the same time frame 3,338,795 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .00002 per the instructions for use, the user is advised the following; - these devices should be inspected before and after each use. - visually examine the devices for obvious physical damage including; - cracked, broken or otherwise distorted plastic parts - damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration -inspect and test each device before each use this issue will continue to be monitored through the complaint system to assure patient safety.